Event description:
Warm knee [joint warmth], knee effusion [joint effusion], knee pain [arthralgia], injection was painful [injection site pain]. Case description: spontaneous report was received on (B)(4) 2012 from a (B)(6) female pt, initials (B)(6) with knee pain. The pt¿s medical history was significant for knee pain (since (B)(6) 2011), use of synvisc injections (in (B)(6) 2011). It was reported that the injections had not shown any efficacy and the pt experienced effusion and pain on the injected knee. On an unspecified date in (B)(6) 2011, the pt experienced a muscle rupture (probably gastrocnemius muscle) on her calf (same leg) with a large hematoma which required surgical evacuation. It was unk if there was any causal relationship with synvisc. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml weekly into an unspecified location. The lot number of synvisc was q1112a2. Following the first injection, which was painful, the pt experienced warm knee, knee effusion and knee pain. The event of knee effusion was medically significant. The following week, while second injection was scheduled, the rheumatologist performed arthrocentesis. Synovial fluid was withdrawn and sent for analysis, the results of which were pending. The corticosteroids were injected and synvisc treatment was discontinued, therefore not receiving second and third injections. On (B)(6) 2012, it was reported that corticosteroids clearly improved the pain and the pt had never felt such improvement on her knee since (B)(6) 2011. The outcome for the events of ¿injection was painful,¿ warm knee and knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of ¿injection was painful,¿ warm knee, knee effusion and knee pain was not provided.

Manufacturer narrative:
The qa (qa) investigation results were received on (B)(4) 2012. Eval summary: the production and qc documentation for lot number q1112a2, expiry date 2014-03 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.